Event description:
It was reported that the patient was tired with no energy. The right atrial (ra) lead had no capture due to dislodgement verified with a chest x-ray. It was further reported that the ra lead was also sensing the right ventricular (rv) lead impulse due to the dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).